Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out during fill tubing procedure. The insulin pump also alarmed motor error during priming. The customer stated that there was a crack in the device. The customer's blood glucose was 80 mg/dl. The customer does not use the sensor feature. They are able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to cracked end cap. No motor error alarm noted. However, the motor was tested outside the device and passed the test. No loose drive support disk found during visual inspection. The unit was received with severely cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.